Event description:
It was alleged that the device was not cool enough or warm enough over time. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the device was not cool enough or warm enough over time. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This is a duplicate of report # 0001831750-2017-00246.

Event description:
It was alleged that the device was not cool enough or warm enough over time. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.